Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Customer blood glucose level was unknown. Customer also declined to confirm if there was any damage on the insulin pump. The insulin pump will not be returned for analysis.